Event description:
During inventory inspection, two products were found to have "foreign matter inside the sterilized pouch". The foreign material seemed to be black fibers. The outer product boxes and sterilized pouches were intact, and the seals of the pouches were not opened. There were no anomalies except for foreign matter. The products were not clinically used. The products were not re-packaged and not re-sterilized.

Manufacturer narrative:
The product is available for evaluation and testing, however, it has not been received to date. Additional info will be submitted within 30 days of receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg report # 9616099-2009-01628.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During inventory inspection, two firestar ptca balloon catheters were found to have "foreign matter inside the sterilized pouch". As reported, the foreign materials seemed to be black fibers. The outer product boxes and sterilized pouches were intact, and the seals of the pouches were not opened. There were no anomalies except for foreign matter. The products were not used and no patient injury occurred. Photographic images showing the particulate were returned. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. One sterile firestar 1.50 x 10 mm was received in its original package. One particle was observed in the chevron corner of the pouch. The particle was measured and it was found within specification. Additionally, one of the three supplier's seal was found reduced from the inside out in the middle portion; all other seals were found intact. The film showed evidence of transfer material in the reduced portion of the seal. No other anomalies were observed. The reduction part of the supplier seal was measured and it was found out of specification. The pull test of the pouch was not performed since the reported failure was confirmed under visual analysis and the corrective actions are being implemented to address this issue. The reported foreign material was found to be within specification. The cause of the reduced seal could not be conclusively determined, but based on the evidence of transfer of material in the reduced area, there is no evidence that it is related to the manufacturing process. This issues is addressed via corrective and preventative actions an internal investigation has been opened to investigate the reduced seal issue. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2009-01627 and 9616099-2009-01628.